Event description:
It was reported that the customer was taken to the emergency room due to blood glucose (bg) level of 456mg/dl - high (value not provided) and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. Reportedly, customer left the ER five hours later with the issue resolved and no permanent damage. Reportedly, air bubbles were observed within the canister. Reportedly, the customer was not performing the air removal step. Tandem technical support educated customer to remove any residual air from the cartridge during the load process. Customer primed the tubing to address the issue. Reportedly, customer continued using pump for insulin therapy.